Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 420 mg/dl and 416 mg/dl. Customer stated that high blood glucose was because of bent cannula on infusion set. Customer was treated with manual bolus and change set, then blood glucose was dropped to 366 mg/dl. Customer mentioned that auto mode was active and automatically adjusting insulin at time of high blood glucose event. Insulin pump will not be returned for analysis.